Event description:
A failure of failed accuracy test. No patient injuries associated with this and there have been no incident reports filed customer did stated incident occurred during biomed testing.